Event description:
Stat arterial blood gas ordered pre-op in pt or parenteral narcotic who was in delirium. The test was not done. The pt underwent an operation. After the operation, the pt became unresponsive and was found to be in respiratory failure requiring critical care. The order was not carried out by the ancillary service department. No one on the operating team saw the order such that it would be done prior to the anesthesia (not the anesthesiologist, surgeon, nurse, no one.) The recipient was not in receipt of the order, operating room, the recipient did not timely see it. Communication has been disrupted with the deployment of these care controlling devices. This is a widespread problem.